Event description:
Upon removal, tampon shredded, resulting in partial removal. Pt was seen in local ER but they were ill-equipped to perform the procedure and referred her to a gynecological physician. No pt sequelae as of present.